Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had no image. The reported malfunction occurred during preparation for a therapeutic laparoscopic surgery prior to sedation. There were no reports of patient injury or medical intervention associated with this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide hose skin is dark broken, light beam (light guide fiber in the universal cable) is dark broken and multiple indentations on insertion tube. Based on the results of the investigation, it is likely that the following factors led to the malfunction: component failure of universal cable and insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.